Event description:
Boston scientific crm received information that this right atrial lead dislodged and was successfully repositioned. The patient reported that she believes it dislodged when she fainted. The patient fainted due to her medication.